Manufacturer narrative:
The system was used for treatment. A review of kit lot d126 was performed. There were no non-conformances related to this complaint. This lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories alarm #8: blood leak? (Photoactivation chamber) and photoactivation module leak. No trends were detected for these complaint categories.. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. Feedback from the service order is still pending at the time of this report. A supplemental report will be filed when this analysis is complete. (B)(4).

Event description:
The customer reported the alarm #8: blood leak? (Photoactivation chamber) during return of the buffy coat. The customer identified a leak in the photoactivation plate. The treatment was aborted. Patient reported in stable condition. The customer has elected not to return the kit.

Manufacturer narrative:
Service order, (B)(4), was completed. Upon arrival at the facility the service engineer was informed the instrument had been decontaminated by the facility and used the day before without issue. The service engineer successfully performed a complete checkout procedure and returned the instrument to use. (B)(4). Device not returned to manufacturer.